Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2015 at 02:11:37. During night drain cycle one, the patient's ultrafiltration reading was 2742ml, indicating the home patient drained 2742ml more than their maximum programmed fill volume of 2200ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate this event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was performed. The service history revealed no repetitive failures, and no workmanship or process issues related to the reported problem, but did reveal a similar complaint that may be related to the reported problem. Upon conclusion of the investigation, the cause of the issue was determined to be false empty detect and use error with initial drain alarm setting inappropriately programmed. The homechoice and homechoice pro apd systems patient at-home guide warns that ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿ a review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.